Manufacturer narrative:
A complete lead was returned in one piece. The reported event of ¿wire could not pass well¿ was confirmed. Guidewire was inserted through the proximal end of the lead as was restricted at the proximal region of the lead due to the inner coil clogged with blood. The cause of the reported event of ¿wire could not pass well¿ was isolated to the inner coil clogged with blood. The full measured s-curve hump height was within specification.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant. During the operation, the lead could not be fixed when it was placed on the left ventricle due to the patient anatomy. The operation lasted almost several hours and the blood coagulated in the left ventricular pacing lead so that the wire could not pass well the physician changed another lead to complete the procedure. The patient is stable.